Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
At this time no further action was taken and the system remains implanted.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up the safety mode switch was activated due to low out of range pacing impedance measurements on the right atrial (ra) lead as well as noise. The physician was concerned as the patient was pacemaker dependent, thus further investigation was requested. The device was reprogrammed. The patient was not dependent on ra lead therapy and no worsening heart failure was noted. The device was reprogrammed and an x-ray was noted to be required. The patient reported feeling unwell, although the physician believed this was related to a recent cancer operation.